Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling accordingly. Mixing pump was exchanged during the pm. The device underwent pm servicing while in for repair. The circulation pump, heater and drain ports have been replaced. As5000 system passed all tests, is functioning properly and is ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed commenced training on the arctic sun device for a trial in (B)(6) hospital. The water temperature was not responding as expected. Completed cooling check on the device, only dropped two degrees in thirty minutes. Per evaluation summary on 01feb2023, unit was not cooling. Mixing pump was faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed commenced training on the arctic sun device for a trial in bassetlaw hospital. The water temperature was not responding as expected. Completed cooling check on the device, only dropped two degrees in thirty minutes.